Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The system air leak passed. The valve actuation passed. The accelerated stress test was performed and found pump motor b grinding. No fluid leaks in the test cassette during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid leaking out of the backing of the cassette and in the pump module area. In a follow up the patient reported that the machine did not alarm at any time. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Alternate treatment was not required as patient had completed treatment right before the leak was noted. The patient is continuing peritoneal dialysis therapy with a new cycler with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid leaking out of the backing of the cassette and in the pump module area. In a follow up the patient reported that the machine did not alarm at any time. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Alternate treatment was not required as patient had completed treatment right before the leak was noted. The patient is continuing peritoneal dialysis therapy with a new cycler with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.